Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal clevis hub. The cable containing the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were short in length and were not axially aligned with the tube. Evidence not conclusive but the main tube damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified broken wires from the tenaculum forceps instrument. Reportedly, the instrument was not used on a patient and there was no allegation of harm or injury to a patient.